Event description:
Customer reported needle missing after injection. X-ray and CT scan were conducted. Customer had surgery for removal of a broken needle.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Quality will continue to monitor on monthly trend reports.